Manufacturer narrative:
The event occurred in (B)(6). Device not available for return.

Event description:
Caller reported that on (B)(6) 2014 she had an incident with her pump. She went to bed at an unspecified time with a blood glucose reading of 85 mg/dl. Around 1:00 am, she woke up because she felt sick. Her husband called an ambulance and the paramedic gave her an injection of glucose. There was no allegation that the performance or the product or a product malfunction contributed to the patient's condition. Nothing reported to indicate device malfunction. No indication system performing outside specifications. The pump accessories used in the incident are not available for return.